Manufacturer narrative:
Reliability analysis inspected three random sealed infusion sets and performed the manual prime test per section 13.2.3.2.2 and dqtp 6117. Reliability analysis used a new lab reservoir along with a 5 xx insulin pump and ran the priming at 55 units. The results were 2 out of 3 infusion sets failed per specifications. The infusion set was found to be occluded at the tubing quick release connection septum side. The remaining 1 out of 3 infusion sets passed per specifications. There was no occluded anomaly found during analysis. Reliability analysis inspection 3 opened/used infusion sets and performed a manual prime test per dqtp 6117 section 13.2.3.2.2 and des 8653. A new lab reservoir was used along with a 5 xx insulin pump. The priming inside of the insulin pump was run at 55 units. The infusion set failed per specifications. All infusion sets had been found occluded at the tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 280 mg/dl. Customer treated their blood glucose levels via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer changed out their complete set and was able to resolve the issue. Customer declined to further troubleshoot and was able to get the device to properly work after changing out multiple infusion sets. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.